Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked down the left side and chipped on all corners, and the bottom case by l-bracket, and both plunger cases were cracked. A review of the event history log (ehl) identified multiple check syringe plunger sensor errors. During the functional testing was able to duplicate the reported issue. The timing plates were uneven. The root cause of this issue was caused by the customer's incorrect assembly of the device. Reset the timing plates. Performed power up process, occlusion test, and all functional tests which passed.

Event description:
It was reported that the pump did not detect syringe size. No patient injury was reported.